Manufacturer narrative:
The reporter informed the company that the product has been discarded.

Event description:
Consumer called and stated that when pulling apart his/her toothbrush, the whole inside came out; the white part wouldn't stay in the brush head. No injury was reported.